Event description:
Biomed reported an overinfusion in the ER. He does not have any details of the event but will work with nursing to obtain the info. He has tried to decipher the logs. He does not know the medication involved or which module was the one that overinfused. There was no pt harm and no medical intervention was required. Customer stated that no add'l pt or event details are available.

Manufacturer narrative:
(B)(4). Customer stated that the device will not be returned because they are only requesting a log review. Although requested, logs have not been received. A f/u report will be submitted with failure investigation results should the logs be received for eval.